Event description:
Per the clinic, the patient experienced recurrent infections (specific dates not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on october 17, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.